Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The CT scans for upcoming prophecy invision show that the prior tar implant is a wright medical/stryker device.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
The CT scans for upcoming prophecy invision show that the prior tar implant is a wright medical/stryker device.